Event description:
During routine examination the doctor found the following: sle: stipple/spk epithelial disruption in arcuate pattern, white spot possibly in stroma. The patient did not present any visual disturbance. Patient had no pain or discomfort. The doctor discontinued lens wear for two weeks and prescribed steroids. In the follow up appointment after 2 weeks, stipple/spk and epithelium staining were resolved. White spots remained. The doctor ordered a new left lens with flatter lza 360 degrees. After consultant discussed with practitioner leah johnson, od. It was determined to discontinue lens wear again and schedule an appointment with a corneal specialist. Ortho - k lens wear will be considered when authorized by corneal specialist.

Manufacturer narrative:
Product is not returned bu the patient for inspection/investigation. Review of the device history record found that the quality control (qc) batch met release requirements at the time of manufacture. On july 12, 2024, follow-up emailed stated, patient has decided to discontinue ortho-k lens until eyes fully heal. And does not want to see the corneal specialist.